Manufacturer narrative:
This report is submitted on 19 mar 2021.

Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver / stimulator, leading to the decision to explant the device. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.